Manufacturer narrative:
Reference record (B)(4): catalog number 062941-001 is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in 2015 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced a buried bumper syndrome. Endoscopy was performed on (B)(6) 2018 and the buried bumper syndrome was detected and treated with betaksim 1gr flacon i.v. The event was recovered on (B)(6) 2018. A new peg tube was inserted.